Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter continued to display the "apply sample" message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation of the call. The patient reported that she experienced difficulties testing her blood glucose levels for about 2 weeks prior to contacting lfs; she indicated that the meter stopped on the apply sample message. The patient manages her diabetes with a combination of insulin and metformin and glyburide oral medication. She denied that she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that a week after the start of the alleged issue, she felt "drunk, dizzy and thirsty". She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The csr also noted that the patient was using the correct test strips and she described the correct testing steps. The csr offered to walk the patient through a re-test, but she refused, stating that there was nobody to assist her. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining apply sample messages on the subject meter and continuing with her usual diabetes management routine.